Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance and subsequent treatment appears to be due to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation occurred in the obtuse marginal/circumflex arteries with the use of an unspecified device and the graftmaster failed to cross the perforated area. The device was removed; the vessel was then prepped with a high pressure balloon to facilitate stent placement; the abnormality was resolved so the graftmaster was not placed. There was no reported adverse patient sequela due to use of the graftmaster. The vessel had no residual stenosis at the conclusion of the procedure. No additional information was provided.